Event description:
During a robotic case an xi sureform stapler 60 displayed a message " invalid instrument" the staff attempted re-seating the drape on the robotic arm x3 but the error message still persisted. A new instrument was opened and used to complete the case. There was no injury to the pt.